Manufacturer narrative:
This report is being submitted to update section h6 device codes. Initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted implant. During the procedure, it was noted that the parameters were not as expected. Therefore, the lead was repositioned, however, helix extension difficulties were encountered. No adverse patient effects were reported. This lead was already returned. Additional information indicates that during the procedure there were high pacing thresholds. No adverse patient effects were reported. This lead was already returned.

Manufacturer narrative:
Initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted implant. During the procedure, it was noted that the parameters were not as expected. Therefore, the lead was repositioned; however, helix extension difficulties were encountered. No adverse patient effects were reported. This lead has not been returned.